Event description:
Pt had lap chole with extensive adhesalysis. Surgeon suturing subcutaneous tissue with 4/0 suture on needle when needle broke in tissue. Approx 2/3 of needle was left in tissue. Md explored site and could not locate needle. X-ray was taken which did reveal needle. Md chose not to do anything further to remove the needle. Needle remains in subcutaneous tissue at this time.